Event description:
Patient presented to the physician with pain at the chest incision site. Physician prescribed nerve pain medication.

Event description:
Patient presented back to the physician with pain at the chest incision site. Physician brought the patient into the or and explanted the ipg, sensing lead, and a portion of the stimulation lead body.